Event description:
It was reported during surgery, the rbl2320 low-profile primary guide broke while removing it from the rib plate. It was reported there was no patient harm, and the pieces of the device were successfully removed from the patient. There were no adverse consequences to the patient, and no delay in the surgery was reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number rbl2320 low-profile primary guide was returned for evaluation. Both the main body of the device and a fractured slider hook were returned. The returned part was examined with magnified photography. Observed phenomena included the device body exhibited spotty brown/black discoloration (i.e. Corrosion or potentially foreign debris) on nearly all surfaces of device and in the threading; moderate to severe wear (e.g. Scratches, nicks, deformation) was present on nearly all surfaces/edges of the device as well as the in drive feature(s). The slider subcomponent had broken at the 1st thread nearest the hook, separating the slider hook from the main slider body. The fractured surfaces on both the main slider body and broken hook were largely flat with very light cupping. The fracture surfaces/planes were also mildly oblique to the axis of the slider; this was most noticeable on the fracture plane present on the main slider body. The surfaces exhibited light texturing with spotted dark brown/black discoloration (i.e. Corrosion) and no signs of necking. Characteristics of both fracture planes suggest a brittle failure mode which may occur in situations involving tensile overload. The slider experiences tensile loading during surgical technique steps involving compression of the guide/plate construct onto the rib; this slider is moved via a contour screw that is intended to be torqued using a power unit driver in compress mode. Compress mode is torque-limited to 30 n-cm to avoid overloading the guide/plate construct and to prevent over compression per the surgical technique. Breakage of the slider may occur if the surgical technique is not followed (i.e., if modes other than the power unit compress mode are used on the contour screw, or if hand tools are used), and warnings against hand-tightening, over compression, and compressing the u-clip in a mode other than compress mode are stated in the surgical technique. Information received stated "the surgeon was compressing the u90 guide by hand with the plate in it and on the rib." This is against what is in the surgical technique. The reported hand tightening may have contributed to the device failure; however no definitive conclusion can be made.